Event description:
Device 4 of 4 - ref MFR report: 1627487-2012-02282, 1627487-2012-02283, 1627487-2012-02284. It was reported the pt experienced an uncomfortable heating sensation at the ipg site while charging. He stated he has not felt the sensation since he started charging for shorter periods of time and more frequently. It was also reported the pt felt discomfort at the lead site as if there was tension on the lead. The pt reported he had recently injured his back. Reprogramming was able to decrease the pt's discomfort and provide effective stimulation coverage. No further info is available at this time. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.